Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular and right atrial leads both exhibited noise. The noise on the right atrial lead led to automatic mode switch. No intervention was performed. The patient would be continued to be monitored.